Event description:
It was reported that the physician had observed a reservoir potentially higher than expected in the pump in (B)(6) 2015. On (B)(6) 2015, a catheter access port procedure was performed and no catheter occlusions were noted. The pump was explanted and returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. Based on the analysis completed, the alleged malfunction could not be reproduced. The pump primed and flowed per specification. Internal complaint number: (B)(4).